Event description:
The customer reported an oil mist coming from their unit. Once employee complained of nausea, headache, and blurred vision. The employee did not seek medical attention or require treatment for his symptoms. The asp field service engineer repaired the unit.